Event description:
A malfunction alarm with code malf 8 was reported, and prior events did not contribute to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer support arranged for a replacement pump, as the original was under warranty. The customer was instructed on placing the pump into storage mode and using multiple daily injections as a backup therapy. Additionally, the customer agreed to return the faulty pump using a provided pre-paid label within ten days, acknowledging all instructions.